Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2007, the patient presented with silent ischemia. The target lesion was located in mid left anterior descending artery (lad) with 75% stenosis and was 20.0mm long with a reference vessel diameter 2.5mm. The physician treated the target lesion with predilatation of a 2.5x30mm unspecified balloon at 8 atmospheres and a 2.50x20mm taxus express stent was implanted at 10 atmospheres. Then it was confirmed via ivus that the stent was not dilated completely. Postdilatation was performed with a 2.5x30mm unspecified balloon at 11 atmospheres. Also, a 2.5x23mm non-bsc stent was implanted at left main coronary artery (lmca) and a 2.5x28mm non-bsc stent at mid lad without gap between the implanted taxus express stent, resulting in 0% residual stenosis. Twenty days later, a restenosis in mid lad was confirmed. In november 2011, the patient presented with restenosis. Coronary angiography was performed and a 75% stenosis at mid lad in the 2.5x28mm non-bsc implanted stent was confirmed. Three days later, percutaneous coronary intervention was performed and a 2.5x23mm promus stent was implanted to treat the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).